Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited capture anomaly and varying sensing. The patient would continue to be monitor with normal follow up.